Event description:
The customer reported that the camera rotation was not working, a saturation fault error message displayed on the system and the cable pushers need to be replaced.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number 13219761. The ge service rep replaced the cable pushers then cleaned and regreased the high voltage cable connectors. He tested the system by taking fluoro and film shots. He calibrated the camera rotation. The system is operating as intended.